Event description:
It was reported that a malfunction occurred on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to multiple daily injections as a backup therapy. Technical support confirmed the pump was under warranty and arranged to send a new replacement pump, along with instructions for returning the faulty pump. The caller received guidance on the necessary steps upon receiving the replacement and acknowledged understanding of the process.